Event description:
Endo-stitch needle malfunctioned and broke in half during procedure. Surgeon able to find half of needle, but could not locate the other half and closed up patient. Reason for use: to suture during laparoscopic procedures. Product: clip applier - I believe also by covidien, lot n2c0398x, taken out of circulation on 08/29/2013, unsure of date that the device was first used. Also another piece of equipment, I'm not sure what exactly it is, but by covidien, lot n3c0027x, also taken out of circulation on 08/29/2013.